Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while running. Review of the episode found multiple factors lead to the double counting and inappropriate therapy. It was noted the qrs amplitude was variable, and the patient also had runs of premature ventricular contractions that were double counted. It also appeared that the patient may have supraventricular tachycardia with aberrancy also leading to double counting. Technical services discussed troubleshooting options. Later, the entire sicd system was explanted and replaced. There were no additional adverse patient effects reported.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while running. Review of the episode found multiple factors lead to the double counting and inappropriate therapy. It was noted the qrs amplitude was variable, and the patient also had runs of premature ventricular contractions that were double counted. It also appeared that the patient may have supraventricular tachycardia with aberrancy also leading to double counting. Technical services discussed troubleshooting options. Later, the entire sicd system was explanted and replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.